Manufacturer narrative:
The station came back up and the patients were still there. Per the customer, there were no power outages or generator test and the power cable was secured. Technical support (ts) asked the customer when the cns had been rebooted last and customer did not know. Ts advised the customer to reboot the cns once every quarter. Ts asked the customer to provide the logs and crash dump.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted itself. There was no patient injury reported.